Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result, of the investigation no product deficiency was identified and the reported issue could not be verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 25.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018 and explanted (B)(6) 2018 and exchanged for a zxr00 27.5 diopter iol. There was no required medical intervention. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.